Event description:
It was reported that the device experienced a blank screen. There was no patient involvement related to the reported malfunction.

Manufacturer narrative:
Correction: b5 and h6. Photographs of the reported event and log files were requested from the customer; however, no logs or photographs were provided. Based on what the customer reported, this issue is consistent with a user interface issue. Technical support (ts) provided the customer with a quote for a replacement mainboard and an order was placed. Due to the lack of returned data and supporting evidence no further investigation can be performed.

Event description:
It was reported that before use, the device experienced user interface issues. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.